Event description:
The user facility reported separation of the coating layer during a procedure. Follow up communication with the user facility confirmed the following: (1) an endoscope "jf-260v" was used with the guide wire; (2) during cannulation, the physician felt unusual feeling; (3) upon withdrawing the visiglide guide wire it was found that the coating layer had been separated; and (4) the procedure was completed successfully.

Manufacturer narrative:
Results - is based on evaluation of user facility information & the returned sample; is based upon undamaged sections of the returned sample. Conclusions - is based on evaluation of user facility information & the returned sample; is based upon undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the outer later (ptfe coat) had been sheared off on approx. 75 - 269mm from the distal end. Magnifying inspection of the segment approx. 75 - 269mm from the distal end found that the outer layer (ptfe coating) had been sheared off in the longitudinal direction from the proximal to the distal. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications and to be equivalent to that of the current product sample. The adhesive strength of the ptfe coating to the core wire was determined on the undamaged segment and verified to be equivalent to that of the current product sample. Simulation testing was conducted. The test sample was left to have come into contact with a sharp tool on the outer layer by pushing the outer layer against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft in the distal direction, where the core wire was exposed. A review of the device history and shipping inspection record of the involved product code/lot # combination confirmed there were no production-related problems. A search of the complaint file did not find any report of this nature with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitely determined from the investigation result, it is likely that the actual sample had close contact with a sharp object and in this state was subjected to a pulling force which exceeded the coating's adhesive strength in the proximal direction, resulting in the shearing the coating off the shaft. The potential for such an event is addressed in the instructions-for-use. The IFU states: do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).